Manufacturer narrative:
Age or date of birth: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Date of event: date of event was approximated to (B)(6) 2019 as no specific event date was reported. Lot #, manufacture date, expiration date: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 22, 2019 that an ultraflex tracheobronchial covered distal release stent was to be used to treat a malignant stricture in the airway during a stent implantation procedure performed on an unknown date. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during procedure, the stent was able to be deployed; however, the top of the stent loop's shape was found to be abnormal during angiography. The stent was removed with forceps and the procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.